Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this device, the physician reported difficulty inserting the associated leads terminal pin into the connector block of the device header. Several attempts were made; however, the terminal pin was visually not in the correct position. After approximately 4 attempts, the pin was confirmed within the correct location and the device successfully implanted. To date, no further anomalies have been reported and the device remains implanted and in service.